Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that he has been having motor error and no delivery alarms over the past few months and now they are appearing every day. The customer's blood glucose was 6.3 mmol/l. He stated that he has changed his infusion sets and his pump and the problem was solved. The customer called the next day and explained that by changing pumps, he meant that he was using his sister's as a backup. He will call back. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. Device received with corroded battery tube and severely scratched display window noted.